Manufacturer narrative:
Evaluations, results: inherent risk of procedure ¿ (myocardial infarction) evaluation, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Patient history of hyperlipidemia. Patient had cardiac status of mi at time of index procedure. During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted in the rca. Approximately 24 months post index procedure, the patient suffered an mi. Patient underwent a balloon only target vessel revascularization of the rca approx 2 weeks later as a result. The investigator indicated that it was unknown if either event was related to the study device. Patient is in remission.